Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two unspecified mentor gel breast prostheses, experienced right side inner-capsular rupture, confirmed by ultrasound, and a left side prosthesis that has folded post-operatively. As a result, the patient will undergo removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 4/10/2019, mentor became aware that the patient's date of explantation was rescheduled to (B)(6) 2019. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).